Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the initial procedure the curved cup inserter broke. The procedure was completed with a back up handle. No serious injury was reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures. Review of device history records found one related deviation from the supplier: 1 part was deviated at gtaw operation due to plate fractured off the handle. The print was revised to add threads which resolved the issue. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.